Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil broke from the wire in the tracker excel-14 catheter and got lost in the vessel. The condition of the pt was not affected by this event.